Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse a new bag of precedex appropriately during patient use. The pump alarmed an unspecified alarm prior to infusion volume being completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.